Event description:
A report was received that a pt was not receiving adequate stimulation and during reprogramming session several contacts exhibited high impedance. An x-ray was taken and the physician suspects a crack in the lead. The pt is scheduled for a revision procedure.